Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed and confirmed the reported errors. Visual and functional tests were performed. Found damage to the top/bottom case and damage to the power supply insulator upon opening the unit. Replaced top and bottom cases and power supply insulator to fix the issue.

Event description:
It was reported that the device had an error audible alarm post sensor on the mainboard. There was no patient involvement.